Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
It is unknown whether the load was recalled. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from manufacture date to complaint open date and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Retains testing could not be performed as it had expired. The customer returned a remainder of sixteen (16) bis from this lot. However, since product had expired, functional testing could not be performed. The suspect bi was not returned for evaluation. It is unlikely the suspected positive bi was caused by a manufacturing issue as the DHR review found no anomalies that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the customer stated subsequent bi was negative for growth. There is insufficient information to determine the cause of the event. The issue will continue to be tracked and trended.

Manufacturer narrative:
Correction to sra review previously reported as exposure to biohazardous, pathogenic or infectious material is "low." Correct sra statement should be, the sra indicates the risk associated with a quality problem with no impact on safety is "low."